Manufacturer narrative:
The reported leaking of the device was confirmed by a manufacturer repair technician through visual inspection. The presence of fluid inside a device can be caused by improper or non-recommended cleaning procedures.

Event description:
The system 7 reciprocating saw was returned to stryker instruments for service, and during functional evaluation it was noted that the device was leaking an unknown substance. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 7 reciprocating saw was returned to stryker instruments for service, and during functional evaluation it was noted that the device was leaking an unknown substance. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.